Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "fluid leak from the door." This occurred during self testing of peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their peritoneal dialysis registered nurse (pdrn) for patient activation code (pac). Continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.